Manufacturer narrative:
Concomitant medical products: w1tr01 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture, no sensing and undefined high impedance were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.